Manufacturer narrative:
E1: initial reporter phone no. - (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed " door not closed". This occurred during testing in the biomedical department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6, h10. H10: the device was received for evaluation. During functional testing, the reported problem of "door fully latched" was reproduced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the lower auxiliary failure. The lower auxiliary requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.